Event description:
Additional information received reported the patient's surgery was performed on (B)(6) 2012. Patient outcome was not known. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient's 565 lead had migrated so they were going to reposition the lead. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's surgical procedure was cancelled as she was sick. It was planned that the patient was to be routed back to a different physician. Additional information received reported that the patient's surgical procedure was rescheduled. Date of the procedure was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565, lot# serial# implanted: explanted: product typ lead. (B)(4).

Event description:
Additional information received noted that the patient was scheduled for a visit with a neurosurgeon to get a consult on adjusting migrated leads, per the request of the patient's pain physician.

Manufacturer narrative:
Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension; product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2009, product type: extension.

Event description:
Additional information was reported that a revision/repositioning of the spinal cord stimulator lead occurred to cover dura over t9-10 on (B)(6) 2012. It was noted that there was no battery change at that time. The patient noted good coverage form back to bilateral lower extremities during a follow-up visit on (B)(6) 2012.